Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components."

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿intraoperative and/or postoperative pain.¿

Event description:
It was reported that the patient had an initial left knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons. The patient was revised again on (B)(6) 2015 due to pain and stiffness. The femoral component and tibial bearing were removed and replaced.

Event description:
It was reported that the patient had an initial left knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2105 due to pain and stiffness. The femoral component and tibial bearing were removed and replaced.